Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed.. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered on the right ventricular lead due to short v-v intervals and non-sustained episodes. Crosstalk/oversensing was noted on the remote monitoring transmission electrogram. Reprogramming was performed and the lead remains in use. It was also reported that a single ventricular pace was noted to be missing. This is known to occur intermittently. The device remains in use. No patient complications have been reported as a result of this event.